Event description:
The customer reported that, during maintenance, the charge-coupled device lens was found to be broken and the image was blurry. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the blurry image. A review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. In addition, angulation in the up direction did not meet the standard value and the play of the up/down knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was cracked, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the universal cord was wrinkled due to the resin becoming detached/deteriorated, the objective lens was cracked due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens was discolored due to deterioration caused by chemical stress, the suction cylinder and air/water cylinder were dented due to physical stress, a flare occurred due to a crack on the adhesive around the objective lens, the image was foggy due to damage on the charge-coupled device unit caused by moisture entering the objective lens, there were white dots in the image due to damage on the charge-coupled device unit, there was a decrease in output light due to the light guide bundle slipping down, the device leaked due to deformation of the right/left and up/down knobs and wear on switch one, and the scope cover and electrical connector were corroded due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.